Event description:
Patient was being seen in clinic for routine follow up. Multiple power spikes witnessed by physician and admitted patient to r/o lvad thrombus. Lvad waveforms sent to thoratec and told vad coordinators power spike data not consistent with thrombus.